Event description:
It was reported that during a surgical procedure at the user facility, the drill was running without user activation. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were alleged with this event.

Manufacturer narrative:
Additional information will be submitted once the device is received and the quality investigation is completed, if additional information is obtained and requires reporting. The device has not been returned for analysis at this time.

Manufacturer narrative:
During the device evaluation, the reported event could not be duplicated. However, the motor and contact pins were found to be corroded and the that the printed circuit board (tps flex strip) was found to be damaged, which can cause the drill to run without user activation.

Event description:
It was reported that during a surgical procedure at the user facility, the drill was running without user activation. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were alleged with this event.